Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming battery out limit during normal use and the display would go blank without an alert. The alarm history showed multiple failed battery and weak battery alarms. During troubleshooting, the customer found that the battery compartment is corroded. Blood glucose value was is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However, the insulin pump was monitored for 24 hours, no intermittent blank display or off no power anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No lcd isolation tape damage noted on the lcd board. No failed battery test, bad battery, weak battery and battery out of limit alarms noted. The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.